Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine and baclofen at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that the patient had had "a lot of problems in the past" regarding their previously implanted pumps. According to the patient, it was reported that it was discovered that the pump had been put in the patient "wrong" and the patient was unable to find a healthcare provider due to the "lethal doses of opioids" in their system. According to the patient, the pain pump was implanted too low and was like that for "15 years". The pump was removed. The date of the event was reported as 2014. No further complications were reported.